Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, and recurrence. It was reported that patient underwent vaginal mesh removal/cystoscopy on (B)(6) 2012 due to infection, and mesh separating and causing discomfort on the vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).